Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2013, the patient had an (r) acl repair with an allograft. On (B)(6) 2013 patient is complaining of pain and swelling just under the lateral thigh incision. A sample of fluid was sent to testing. Pt told to hold off on p.t. For now. The patient was placed on clindamycin for 3-4 days, pending outcome of culture. On (B)(6) 2013 culture showed (B)(4) and has been resistant to clindamycin. He was on for a few days so patient now on doxycycline. Patient has agreed to right knee arthroscopy with irrigation and debridement and partial synovectomy. New culture taken, no infection found to be present, but signs of synovitis. On (B)(6) 2013 patient had an acl revision. Acl graft and tibial fixation still intact.